Event description:
The (1) tlc55 was used during a pancreatic cystectomy procedure. It was reported by the rep that half of the staples formed and the other half did not. The staples closest to the distal end of the cartridge did not form. The case was completed with sutures and there was no consequence to the pt.